Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a cardiac perforation occurred during transseptal puncture with the sheath resulting in bleeding that self resolved. Prior to inserting any mitraclip devices, a transseptal sheath was inserted. However, it was observed that it went through the septum secundum posterior of the fossa ovalis, into extracardiac space, and into the left atrium. The transseptal sheath was then pulled back into the right atrium, and local bleeding was observed. The procedure was paused for 25 minutes to see if the bleeding had evolved or expanded, but it did not. Therefore, a decision was made to discontinue the procedure. No mitraclip had been inserted into the anatomy during the procedure. The patient remained stable.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11 an event of cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.